Event description:
Additional information received reported the patient has had a history of chronic abdominal pain and it is not a new symptom. The patient had their stimulator reprogrammed and recovered without permanent impairment.

Event description:
It was reported that 4 days prior to the call the patient had a sudden onset of pain throughout their entire abdomen/stomach. The patient was taken to a hospital where several tests were performed and it was concluded the patient had nerve damage in their abdomen. The patient was then placed on pain medication for their severe pain and a reprogramming session was requested. Information omitted pertaining to event (B)(6) ¿ lack of effect, lead revision.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).